Event description:
It was reported, prior to the attempted implantation of this 29mm transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon valvuloplasty was performed twice for an unknown reason. During the pre-implant balloon dilation, transient bradycardia was observed but returned to intrinsic rhythm. The tav was loaded into the delivery catheter system (dcs) without issue. The dcs was inserted into the patient¿s vasculature and advanced to the aortic annulus. During the first deployment attempt, at a depth of approximately 5mm on the non-coronary cusp, left bundle branch block (lbbb) was observed. The valve was recaptured and redeployed; however, the lbbb remained. A shallower placement was considered, but was unable to be performed due to severe calcification; therefore, the valve was fully deployed. The lbbb persisted. Subsequently, the patient was transferred to the intensive care unit with a temporary pacemaker inserted via the neck. No patient complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product brand name: evolut fx dcs; product ID: d-evolutfx-2329; (lot: 0013079832); manufactured date: 2025-10-15; use by date: 2027-10-15; UDI: (B)(4); d10. Continuation - concomitant medical devices in use during the event include: product ID: d-evolutfx-2329, lot #: 0013079832, ubd: 15-oct-2027, UDI#: (B)(4); h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.